Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that there were missing screws on the dermatome handle. There was no harm or delay reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
Review of the most recent repair record determined the unit is on material hold, waiting for the motor and it was found that the widthplate screws were missing and need to be replaced. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.